Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. System logs were not available for review at this time.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement. The target lesion was 1 centimeter in size with a ground glass appearance in the outer periphery of the left lower lobe. Biopsy tools utilized included an unknown gauge flexision biopsy needle, a cytology brush, and a cryoprobe. Staging was not performed. The procedure was completed as planned with no delays. There was no device malfunction associated with the event. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.